Event description:
The hospital reported that during an endoscopic vein harvesting procedure, first a regular vh-3200 was opened. When the harvester found that the tip altered the focus of the camera, she opened an accessory kit (vh-2004). That tip was found to be cloudy as well so a second accessory pack was opened. At that point, the sale representative was called into the case from the other room and had her insert a tip into the leg to see if that would make a difference. She could focus easier at that point and proceeded with the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to manufacture report number 2242352-2015-00292 and 2242352-2015-00293 for the other two related events.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. (B)(4).